Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #00784301126, versys femoral beaded fullcoat stem, lot #60931380; catalog #00875200932, continuum longevity liner, lot #61412785. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain.